Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 400 mg/dl. Customer stated that the reservoir had a leak. Customer stated that the fluid was present on the reservoir compartment. Customer specified other relevant blood glucose value was 300 mg/dl, 215 mg/dl. The reservoir will not return for the analysis. The insulin pump will not return for the analysis.